Event description:
It was reported that during a pancreatoduodenectomy and colectomy procedure, some staples of the acral part were malformed at the fourth firing of functional end to end anastomosis. Add'l suture was performed. The doctor commented that the tissue was much thicker than usual. The staples were v-form shaped. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.